Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting a pause on stored electrograms. No lead fracture was identified. A boston scientific technical services (ts) consultant asked about diaphragmatic oversensing as a possibility. The caller then hung up, stating that the physician was an expert in all of that. A model/serial number or patient name was not provided.